Event description:
It was reported that there were concerns of a premature battery depletion. Data analysis was performed, and confirmed that the power usage increased after the lv output was set to 5v. The device remains in service. No adverse patient effects were reported.